Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head, catalog#: 11-363662, lot#: 049900; ringloc acetabular liner, catalog#: ep-105995, lot#: 404750; ringloc acetabular cup, catalog#: pt-106060, lot#: 376870; low profile screw, catalog#: 103535, lot#: 380580 and 642070; low profile screw, catalog#: 103532, lot#: 420480. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. DHR was reviewed and no discrepancies were found. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2017-01618, 01619, 01621, 01639).

Event description:
It was reported in medical notes received that patient underwent a procedure approximately 12 years post-implantation due to pain. The patient had a temporary stimulator implanted, and one month later received a permanent stimulator. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.